Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified pump "battery charging issues" occurred. Additionally, it was reported that the pump touchscreen intermittently times off sooner than expected. There was no reported adverse impact to customer¿s blood glucose level. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.